Manufacturer narrative:
(B)(4).

Event description:
It was reported by the pt health care provider (hcp) that, following an implant procedure, the pt developed pneumonitis from aspiration pneumonia. The pt was hospitalized, stabilized and released. The pt recovered without sequela.